Event description:
The device was attached to a pt diagnosed in cardiac arrest using disposable defibrillation electrodes. The device allegedly displayed a continuous connect electrodes message and use of the defibrillator was inhibited. An ambulance crew arrived and took over care of the pt using another defibrillator. The pt's outcome was not reported. The reporter indicated the alleged malfunction had no adverse affect to pt care.